Manufacturer narrative:
H3: 8637-40 pump: the returned pump passed all testing in the laboratory and no anomalies were identified; 8780 catheter: analysis identified a deformation in shape of the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing fentanyl (1,000 mc/ml at 552.00 mg/day) and bupivacaine (20 mg/ml at 11.041 mg/day) via an implantable pump for unknown indications for use. It was reported that the personal therapy manager (ptm) could not communicate with pump. The cause of event was unknown. Under fluor oscopy, it was discovered that the pump had flipped, and the catheter possibly dislodged from the intrathecal space. Actions/interventions: the patient requested to replace the whole system and suture pump down in the pocket. The date of the system replacement was (B)(6) 2024. Additionally, the patient requested new ptm due to prior issues. Outcome: the issue was resolved. The patient weight was asked but unknown. The patient medical history was not available. The patient status was alive and no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.